Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8117528. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59. (B)(4) was initiated.

Event description:
It was reported that bd connecta¿ stopcock had leakage.

Manufacturer narrative:
Initial reporter phone #: unknown. (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd connecta stopcock had leakage.